Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised. A size 6 left cemented cr femur, size 5 cemented baseplate, 5x9 cs insert, and 35mm patella (all triathlon) were revised. Rep can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.

Event description:
It was reported that the patient's left knee was revised. A size 6 left cemented cr femur, size 5 cemented baseplate, 5x9 cs insert, and 35mm patella (all triathlon) were revised. Rep can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
The following devices were also listed in this report: size 5 cemented baseplate; cat# unknown; lot# unknown. Size 6 left cemented cr femur; cat# unknown; lot# unknown. 35mm patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving an unknown insert was reported. The event was not confirmed. Method & results:  -device evaluation and results: material analysis, functional and dimensional inspections could not be performed as the device was not returned. A photograph was provided of the explanted device. There is evidence of bodily fluids on the insert and damage, most likely from the extraction of the device. -clinician review: no medical records were received for review with a clinical consultant.   -device history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including device return, pathology reports, operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.